Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the device appears to be in used but good condition. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar event has been reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated under a previous pr. An nc was opened on mar-2015 to further investigate the observed non-conformance.

Event description:
The trident cup inserter screw is too long for the impactor. Therefore the screw sticks out the back of the implant when inserting.

Event description:
The trident cup inserter screw is too long for the impactor. Therefore the screw sticks out the back of the implant when inserting.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.